Event description:
A customer contacted technical service to report that nurse call installation volume of system on the unit is too low. There was no patient injury or death reported with this event. There were no other devices reported to be involved.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the code blue. The baxter technician thoroughly inspected the code blue and was unable to duplicate the reported issue. The nurse call system functioned as designed. However, if the reported event of a code blue was not heard were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.